Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Event date: estimated date of occurrence, the exact date was not reported. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Correction: date of occurrence was changed from 10/20/2014 to 09/16/2014. Evaluation summary: failure to follow steps: perform a femoral angiogram to verify the location of the puncture site. The device was returned for evaluation. The reported suture detachment was not confirmed. Analysis of the device indicated the needle plunger, link, posterior cuff, anterior needle, and anterior cuff, and were returned in the pre-deployed position. There were no abnormal observations with the device noted. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that after an interventional procedure, arteriotomy closure of the common femoral artery was attempted using a perclose proglide device. Reportedly, during use the suture ruptured (broke). Manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.